Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered six inappropriate tachy shocks that led to therapy exhaustion in one of the programmed therapy zones. Additionally, noise and a drop in pacing impedances was observed on the right atrial (ra) channel. Boston scientific technical services recommended trouble shooting and reprogramming. A follow up was performed where lead testing returned all normal measurements. The system was reprogrammed and will continue to be monitored via regular follow-ups. The ra lead is a competitor product. This ICD remains in service. No adverse patient effects were reported.